Event description:
Boston scientific received information that this device displayed low out of range shocking impedances. No adverse patient effects were reported. At this time the device remains implanted.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Laboratory analysis confirmed marks in the ports confirming the leads were fully inserted in the header while the device was implanted. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. A review of our quality system found we have identified other cognis devices that have exhibited out of range painless shock lead impedance measurements with no identifiable root cause. This anomaly has been reported to our engineering and manufacturing departments. We will continue to monitor field observations for similar reports.

Event description:
Additional information noted that this device was returned for analysis.

Manufacturer narrative:
Additional information was received which noted that high shocking impedances were displayed. At this time the device remains implanted.